Manufacturer narrative:
Device received with no button response due to corroded keypad traces. Moisture damage found on the electronics and motor. No unexpected alarm or buzzing anomaly noted. Device received with cracked case at display window corner, reservoir tube lip, minor scratched display window and missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call that the insulin pump was buzzing and the buttons are unresponsive. Customer went swimming with the insulin pump attached. Customer's blood glucose level was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.